Manufacturer narrative:
The unit had a minor scratched lcd window, a cracked case at the display window corner, broken battery tube threads, a cracked reservoir tube lip, a cracked case at the reservoir tube window corners, and a missing end cap sticker. There was no broken reservoir tube lip.

Event description:
The customer called to report that the battery compartment was damaged. The customer's blood glucose level was unknown. The customer stated she believed the device was dropped. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.